Manufacturer narrative:
Heartsine's investigation concluded the reported fault to be attributed to corrosion on the membrane tail due to storage outside the indicated conditions. The corrosion did not impact the device's ability to deliver therapy.

Event description:
Device won't power off. No patient involvement.

Event description:
Device won't power off. No patient involvement.